Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they had experienced hypoglycemia with blood glucose level of 40 mg/dl. Customer declined troubleshooting for low blood glucose level. Customer was treated with glucose and food for low blood glucose level. The device will be returned for analysis.

Manufacturer narrative:
Device passed the self test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. However device received with high sleep current measurement test. Problem isolated to electronic assembly.